Event description:
Boston scientific received information this implantable cardioverter defibrillator (ICD) exhibited functional undersensing of a slow ventricular tachycardia. It appeared that sensor driven pacing delayed therapy delivery. The device did deliver the properly therapy and the patient successfully converted. Technical services (ts) had discussed the episodes and confirmed that device function was normal per programming. No adverse patient effects were reported. Additional information indicates that the patient later had multiple anti-tachycardia pacing attempts that were unsuccessful at converting the patient's arrhythmia. The ramp scheme accelerated the patient's heart rate into ventricular fibrillation (vf) resulting in a syncopal episode. The device did deliver a 41 joule shock which successfully converted the patient. The physician requested to reprogram the device to all burst therapy. No further complications or information has been made available.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.